Manufacturer narrative:
D9- percutaneous lead returned only. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having pump stops with suspected driveline short to shield. The data showed 6 pump stops and 19 low speed advisories on (B)(6) 2023 through (B)(6) 2023. It was later communicated that a driveline repair was performed on (B)(6) 2023. During the repair, the patient's controller was exchanged without issue. Shortly after the patient was put on a grounded cable, and they experienced low speed advisories and pump stops. The patient was switched to battery power and unshielded cable. The patient underwent a pump exchange on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed low speed and pump stop events; however, a direct cause for these findings could not be conclusively determined through this evaluation. The patient¿s log file from the time of the reported event was submitted for review. The submitted log file captured low speed and pump stop events while the patient was connected to the power module. Based on previous complaint experience, these events could be indicative of a potential issue with the driveline. A distal end driveline replacement was performed by an abbott representative on (B)(6) 2023. Approximately 20¿ of the external portion/distal end of the driveline was returned. An electrical continuity test of the returned driveline, in the condition it was received, was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The outer jacket of the driveline, bionate and metal shielding were removed, and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. Following the repair, the patient was placed back on grounded power and experienced additional low speed and pump stop events. Subsequently, the patient underwent a pump exchange on (B)(6) 2023. Per additional information received from the account, pathology cannot find the explant and believe the device was discarded. As of (B)(6) 2023, heartmate ii left ventricular assist system (lvas) has not been returned for analysis. If the device is returned, this file will be reopened to address the investigation of the device. The relevant sections of the device history records and driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage, as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient underwent a pump exchange on (B)(6) 2023.